Event description:
Information was received from a healthcare provider (hcp) and patient regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. The hcp reported that patient texted her and said screen show no pump found. Patient reported they were seeing no pump found. Patient tried restarting the handset and resetting the communicator - no resolution. Patient stated they fell about 3.5 weeks ago and broke their neck, they fell on their stomach but their pump was in their back. Patient stated there were no known differences noticed with how the pump was positioned. Agent sent a request to repair to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 18-nov-2023, UDI#:(B)(4). H3. Analysis of the device found failed final functional jbal test, passed battery charging bench test, and micro usb charge port is loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.